Manufacturer narrative:
Previously submitted fdc code d16 is no longer applicable, and is updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroid case surgeon was using nim vital with 1.6.4 software. Physician tested the nerve throughout the case and stated got positive response on vagus both right and left prior to conclusion of case. Stim was 1.0-2.0 throughout case. An audible sound and visible biphasic waveform appeared. Threshold set to default at 100. The procedure was completed with reported product. Patient later became more hoarse, not immediately but as time went on and was scoped on (B)(6). Received call that patient was diagnosed with right side palsy.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, serial/lot#: (B)(6), UDI#: (B)(4), h4: manufacturing date for product ID: nim4cpb1, serial#: (B)(6) is 2023-08-07 additional code img g02005 is applicable for product ID: nim4cpb1, serial#: (B)(6). Medical safety has assessed the reported event; the event and severity are not related to the nim system, nerve injury is a known, inherent risk for all thyroid procedures. The information available indicates that the device performed as intended in this case; it provided a response from an intact nerve, however, the nerve function deteriorated as time went on, which is a known potential outcome following a thyroidectomy. At the moment physician cannot confirm whether nerve damage (palsy) might be permanent or irreversible. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.